Manufacturer narrative:
Additional information: date of event. Additional information received on 25-mar-2019 that the event occurred during preventive maintenance on (B)(6) 2018. There was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. Investigator's was unable to repeat customer's reported problem. However, the reported problem appeared in event history log. Inspected the pump and performed functional testing and it passed all tests. The device was found to be working properly. According to the pump event history log, the downstream occlusion sensor will be replaced as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump has a faulty downstream sensor. There was no reported injury to the patient.